Event description:
Vent fail reported. No patient injury.

Manufacturer narrative:
For the case reported further information has been requested but no information, parts or the device log have been provided. Also no technical device inspection was performed on site revealing further information. Therefore, due to missing information a case specific analysis was not possible, and the exact root cause could not be determined. It was noticed that an adapter was used to do a bronchial suction during mechanical ventilation. It is unknown which kind of adapter, but this could be a possible cause for the reported symptom. It has been reported that the device was tested by the customer, passing all tests and returned to use. The fabius is equipped with integrated pressure-, volume- and o2-monitoring. An alarm will be generated if the measured value is out of adjusted alarm limits.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Vent fail reported. No patient injury.